Event description:
It was reported that the patient underwent a l2-3 direct lateral/ posterior stabilization surgical procedure to treat degenerative scoliosis. It was reported that the bone screws on the right side of l2 and l3 pulled out with the guidewire during removal of the guidewire. The screws were re-inserted. A third screw pulled out also but could not be reinserted due to splaying of the cannulated tip. The patient's bone was very sclerotic and osteophytic. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: visual review confirmed guidewire stuck in mas. Visual and optical examination identified the tip of the guidewire fractured and not returned for analysis, and the tip of the mas bone screw found to be splayed open, consistent with misalignment between the guidewire and the mas during attempted implantation.